Event description:
The patient only felt stimulation sensation in certain positions and believed that 'a wire or connection was not right.' The changed stimulation had been occurring for about a week. There was no known incident or accident related to the event. The implantable neurostimulator was fully charged. The patient programmer communicated with the device. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Lot number corrected to 79779m101. No returns were requested as field data related to the quality issue being investigated (false reactives/reactive rates) is available for review. Test results for the repeatedly reactive samples provided by the customer was used in this investigation. Complaint tracking and trending metrics as well as field data records were reviewed. Acceptance criteria were met as no records related to the quality issue within this current complaint investigation were identified in the review. The initial and repeat reactive rates (irr and rrr) for lot 79779m101 were less than the upper 95% confidence limits as stated in the prism hiv o plus package insert for the total population. For the total population, the irr and rrr were 0.11% and 0.11%, with the upper 95% confidence limits being 0.13% and 0.12%, respectively (total number of samples was 113,225). Acceptance criteria were met for lot 79779m101. The prism hiv o plus assay (list 03l68-68) package insert (commodity (B)(4)) provides information addressing this current complaint issue. Based on results of this investigation, prism hiv o plus reagent kit, lot 79779m101, is performing according to product label claims. The evaluation performed indicates that lot 79779m101 is within the package insert upper 95% confidence interval limits for initial and repeat reactive rates. This complaint investigation did not identify other potentially related issues or different issues that indicate a malfunction; therefore no further action is required. This is a final report.

Event description:
The customer states that they have seen an increase in the number of reactive sample results generated by the prism (B) (6) o plus assay. The customer states that one healthy long time donor generated repeat reactive prism (B) (6) o plus s/co results of 1.06 and 1.50. The sample tested non-reactive using a qualitative nucleic acid methodology.